Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced both high and low blood glucose. The customer¿s blood glucose during the incident was 400 mg/dl. The paramedics was dispatched and they were taken to the hospital for the high blood glucose. They were treated with 2 saline bags. Their blood glucose went down to 200 mg/dl but started going high again. The customer stated their blood glucose went down to 46 mg/dl after the hospital visit. Troubleshooting was performed on the insulin pump. The act button was not responding. The time clock was advancing. They were advised to discontinue use of the insulin pump and revert to back-up plan. The device will be returned for analysis.